Event description:
Boston scientific received information that the pacemaker with a competitor's right ventricular (rv) lead exhibited oversensing and blood in the header was noted. Attempts to obtain additional information were unsuccessful. The pacemaker was never in service and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. A visual inspection was performed and noted no irregularities in lead barrel and set screws were found to move normally. Mechanical and electrical testing were performed and passed all measurements. However, a hole was noted in the right ventricle seal plug where oversensing is consistent with air bubbles escaping. The device was clinically out of specifications.